Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a "ventilation service required" error occurred, with the flow at zero. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a "ventilation service required" error occurred, with the flow at zero. There was no harm or injury reported. Additional information: during the evaluation of the device at the manufacturer's service center, the device filters and flow sensor were full of debris. The fio2 tubing, low flow tubing, pcba tubing, system pca, flow sensor, and pm kit were replaced to repair the device. The device passed all tests.